Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate shock due to noise. Loss of capture, decreased r-wave amplitudes and a slight decrease in pacing lead impedance were noted. Pericardial effusion that necessitated pericardiocentesis was noted. X-ray did not confirm dislodgement, however the lead appeared to be pacing the atrium. The lead was explanted and replaced. The patient will be monitored with routine follow-up.

Event description:
New information notes that lead dislodgement was confirmed prior to explant.

Manufacturer narrative:
(B)(4).